Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Based on the returned delivery system it is confirmed that a deployment of the stent was impossible as a force transmitting component was found to be broken. The stent was found completely loaded in system. No indication was found for manufacturing related issue. Potential factors that could have led or contributed to the deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. Furthermore, the reported event may be use related as rough handling may lead to deformation and subsequent friction increase. On the basis of the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. The IFU states: ¿examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.¿ and ¿do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit¿.

Event description:
It was reported that during a stenting procedure of the sfa via cfa access, the vascular stent could not be deployed. Reportedly, the target anatomy and the tracking path were calcified. Another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during a stenting procedure of the sfa via cfa access, the vascular stent could not be deployed. Reportedly, the target anatomy and the tracking path were calcified. Another stent of the same brand was used to complete the procedure successfully. There was no reported patient injury.